Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported an unknown issue with the dexcom device. The sensor was inserted on 12/23/2018. No additional event or patient information is available. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.